Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. Insulin pump received with minor scratched lcd window,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display was hard to see. The customer¿s blood glucose was unknown. It was stated that the scratches on the screen were making it hard to see the display and the buttons sometimes was not give a response. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found clock advances. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. Also, advised that the insulin pump will need to be replaced. The device will be returned for analysis.